Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that while setting up the screen in an ophthalmic console, the system froze and the fan became noisy. The surgery was completed on the same day after performing a forced shutdown by long pressing the standby switch, followed by restarting the system using the main power supply and the system recovered. There was no patient harm.